Event description:
The device was used during a cholecystectomy procedure. Reportedly the tip of the jaw broke in the pt's cavity. Almost all of the fragments could be retrieved from the cavity but still a part of the hinge could not be found.